Manufacturer narrative:
This is report 1 of 4. The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The product was not returned, however, additional information received reported by the customer indicated that intermittent flush was maintained. As per the dfu, ¿in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil.¿ the reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the investigation results and available information an assignable cause of user error will be assigned to this complaint.

Event description:
It was reported that there was resistance when the coil (subject device) was advanced into the catheter. The physician was able to remove the coil and it was found broken in catheter. The coil was replaced with another and the procedure was completed successfully. There were no adverse consequences to the patient.